Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and downloaded software onto the customer purchased breath delivery (bd) central processing unit (cpu). The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 840 ventilator generated error codes indicating ventilator inoperative and breath delivery (bd) unit reset. The patient was transferred to an alternate ventilator without harm or injury.

Manufacturer narrative:
Correction to patient codes. If information is provided in the future, a supplemental report will be issued.